Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed the right atrial (ra) lead had an elevated capture threshold and a sensing problem. The physician elected to cap and replace the ra lead on (B)(6) 2024. The patient was in stable condition.